Event description:
It was reported that the wake button was not working. There was no reported impact on the customer's blood glucose level. No further actions or additional information regarding the outcome of the event were provided.